Manufacturer narrative:
Additional info: a2: age: 34 years; d.o.b.: (B)(6) 1991. A3: date of event: 07/24/2025. B5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision, glares/haloes and over/under correction. The lens was explanted, and the problems were resolved. Cause of the event was reported as patient related factor. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. H6: health effect clinical code 4581: over/under correction. Claim: (B)(4).

Manufacturer narrative:
Significant glare and/or halos & secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced haloes. The lens was explanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.